Event description:
During prep it was noted that the electrodes on the catheter were damaged. Clinical site notified and coordinated return of product directly with mfg rep [manufacturer representative] manufacturer response for mapping catheter, octaray mapping catheter (per site reporter).